Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis, as listed in the xience instructions for use, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction. It is likely that the hospitalization is a secondary effect of the restenosis. A conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that restenosis of a previously implanted stent, was treated with revascularization and placement of another company's stent. No add'l event or pt info is available.